Manufacturer narrative:
No cracks on reservoir tube area, however missing retainer. Unable to perform displacement test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, scratched casing, severely scratched lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and damaged keypad overlay texture. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. Customer¿s blood unknown at time of incident. It was reported that there was crack on reservoir department. Insulin pump was return for analysis.